Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's system was auto reducing due to high impedances on the lead. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.